Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion - blood." Customer statement: "when the blood transfusion was completed there was approx. 50-100 mls remaining in bag more than what was documented on the label. This blood was not transfused it was wasted."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The provided data has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The pump switched on and a space line was inserted. The infusion was started with a rate of 84ml/h and a volume of 294ml at 11:14:41. Directly after starting an upstream alarm occurred. At this, the roller clamp was closed. The infusion was started again. At 14:01:25 the infusion stopped, and an air rate alarm occurred. At this time, 233,06ml has been infused. In the next hour it was tried to continue the infusion and it was repeatedly interrupted by alarms. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.